Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip nt referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and tissue bridge. A mitraclip ntw (30317r2032) and a mitraclip nt (30411r1112) were implanted. On december 14, 2023, an echocardiogram was performed and revealed recurrent mr. It was noted that the patient was slowly deteriorating due to the increased mr with a grade of 4. The mitraclip ntw had detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and the mitraclip nt had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was a discussion that the patient would potentially undergo a less invasive mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the anterior leaflet cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.